Manufacturer narrative:
Device not returned. Unable to obtain additional information from facility. Conclusion: no conclusion can be drawn at this time.

Event description:
Patient underwent surgical procedure in 2006; the surgeon was using the sizing instrument prior to implanting the x-stop, at which time a spinous process fracture occured. The x stop device was not implanted.